Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that # 8 and # 9 teeth chipped while wearing the aligners. Patient also reported that their front tooth is leaning inwards and becoming crooked. Their teeth were never crooked just gapped. Patient will be seeing their dentist to have the chipped teeth repaired.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.